Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a hydratome rx sphinterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure while testing the bowing of the tome outside the patient, it was felt there was not enough bow. When attempting to bow the device inside the patient, the device was not able to bow up to 90 degrees, making the cutting process more difficult. The case was able to be completed using this device, with some difficulty. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B) (4) - other (won't bow). The complaint was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).